Event description:
It was reported that the intraocular lens (iol) tilted off its intended position causing residual refraction which was identified on (B)(6) 2022. On (B)(6) 2022 the lens was rotated by 180 degrees. On (B)(6) 2022: prior to the rotation: manual refraction: +0.75 -0.25 x 45 degree = 1.2. Visual acuity (without correction = sc) : far sc 1.0 intermedia sc 0.36 near sc 0.1. Iol tilt (measured by casia): 0.52 @ 31 degree. On (B)(6) 2022: manual refraction: +0.5 = 1.0. Visual acuity: far sc 0.8 near sc 0.4. Iol tilt (measured by casia): 0.77 @ 11 degree. The plan is to exchange the lens with a neutral iol, which does not induce or reduce spherical aberration. Through follow-up we learned that the patient also suffered from diplopia and light sensitivity during darkness prior to the repositioning of the lens. Subjectively the diplopia was gone after the lens was rotated during the secondary intervention. A lens exchange is planned for (B)(6) 2022 and a non-johnson & johnson lens will be implanted. No further details were provided.

Manufacturer narrative:
Per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Date of event: unknown as account does not know the exact date. Best estimate is between implantation and post-operative check-up on (B)(6) 2022. Explant date: n/a, as lens remains implanted. Initial reporter telephone number: (B)(6). The device is not returning for evaluation as it remains implanted. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected information: the initial report inadvertently reported the aware date for this issue as the (B)(6) 2022. This was incorrect and the first time any johnson & johnson employee was informed about the reported event was the (B)(6) 2022. Correct initial g3 date received by manufacturer: 6th september 2022 all pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.